Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The identified "door not fully latched" alarm was confirmed and reproduced. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.